Event description:
It was reported that the asymptomatic patient presented for a loop recorder implant procedure. Immediately after the procedure, the loop recorder exhibited noise and failure to sense. A firm pressure dressing was placed over the device to resolve the issue. The patient would continue to be monitored. There was no patient consequences throughout the procedure.